Event description:
Patient implanted with distal radius plate and screws in the right wrist five years prior. Patient complained of pain. Patient was returned to or on (B)(6) 2012 for removal of all hardware. No additional hardware was implanted. This is the 8th of 8 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Patient implanted 5 years prior to explant date. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.